Event description:
Customer reported via phone, the infusion set came off last night and she was running high in the morning. She woke up with blood glucose of 340 mg/dl and when she went to bed the night prior it was 110 mg/dl. She treated with five units and then later the two units the device didn't record them customer's blood glucose went up to 490 mg/dl by 1:30 pm. Customer changed the infusion set and that is when she noticed the two boluses were not recorded. Troubleshooting was performed. Customer only administers insulin manually. Manual bloused was programmed and bolus recorded correctly in the device bolus history. Customer was advised to write boluses on a sheet and monitor the device and call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.